Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "as an additional finding, there are accentuated lymph nodes along the internal mammary artery on both sides that are not suspiciously enlarged, the pathological value of which is unclear" the device remains implanted.